Event description:
Orig. Surg. Date: 2005. Allegedly hip dislocating. Neck revised to a pha0-1234 with head.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the user facility and the surgeon. Event device code is addressed in the package insert. This report will be amended when the investigation is completed. This is the same event as 1043534-2006-00101.